Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screen shot of service screen has been sent and analyzed by technical support. The root cause of failure was user fault. Blower driver fets overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of main electronics. As a resolution both blower and main electronics components are faulty and needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has blower failure issue. The customer confirmed that there was no patient involvement from the reported event.